Event description:
It was reported that an infection occurred with a pt. This happened in late february. The infection has prompted three separate additional operations. The initial operation was an orthopaedic procedure.